Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was positioned and repositioned for improved r-wave capture. The lead exhibited undersensing and was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).